Event description:
The patient reported pain and stinging at the neurostimulator site. The pt also reported her legs collapse and overall weakness when she yawns or stretches since implant whether the device is on or off. Additional info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional info is rec'd. Refer to medwatch report #6000153200702845.